Event description:
Complaint description: a hosp gastrointestinal technician reported that hosp personnel were unable to crush a stone while using a disposable lithotriptor. Additional info regarding the occurrence is unknown.